Manufacturer narrative:
A search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Investigation conclusion: the investigation of the returned coil system found the pusher hypotube broken at the distal section, and the implant damaged with deformed loops; however, the implant coil was found to still be attached to the pusher upon receipt. The investigation of the returned device did not find any damage or other anomaly that would have caused or contributed to the alleged coil premature detachment. The broken condition of the pusher is consistent with the device experiencing excessive force that exceeded the device's tensile strength, resulting in the pusher breaking. The physical evaluation of the device could not identify the conditions or circumstances that led to the implant damage, but the damage is consistent with the device experiencing forces exceeding the implant's yield strength.

Event description:
It was reported that during unspecified aneurysm embolization procedure, resistance was experienced and the coil unintentionally prematurely detached in the microcatheter. The microcatheter with the coil were removed from the patient and a new set of catheter and coil were used to successfully complete the procedure. There was no negative impact to the patient.